Event description:
During an unk procedure, the device would not cut and partially stapled. Jaws blocked. The surgeon had difficulties to open jaws. Staples only on the external face of the pedicle (no staple on the internal face). No section. Case was converted to laparotomy for hemostatis and ovariectomy.